Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact av access balloon catheter was used to treat the in cannulation zone of the left arm. During a second procedure, the anastomosis of the left arm was treated using a non mdt balloon. During a third procedure, the central vein and the anastomosis of the left arm were treated with one in.pact av access balloon and one non mdt balloon each. During a fourth procedure, two non mdt balloons were used to treat the anastomosis of the left arm. Approximately 11 months post index procedure, 8 months post the second procedure, 4 months post the third procedure and 3 months post the fourth procedure, the patient suffered from restenosis of the cannulation zone of the brachio-basilic avf. Angiography showed areas of restenosis in the cannulation zone (index treated lesion) and restenosis of the central vein. The event was treated with a percutaneous intervention of the in cannulation zone and central vein of the left arm using one in.pact admiral balloon catheter, four non mdt balloons and a fogarty embolectomy catheter. The patient recovered. The ae was assessed as possibly related to an underlying condition or disease.